Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Several boluses were programmed and delivered and no noisy motor noted during testing. Unit passed displacement test. Unit had missing end cap sticker, cracked case near display window corners and cracked reservoir tube lip noted during visual inspection.